Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that plastic fibers were found in the eye after the implantation of lens model, zcb00 monofocal iol (intraocular lens). They reportedly removed them using pincers. There were no patient injuries nor adverse effects reported. Product will not be returned as lens remains implanted. No additional information provided.